Event description:
It was reported that during use, the device exhibited an error message ¿key pressed¿. Per the reporter, there were no adverse patient effects.

Manufacturer narrative:
Device evaluation: one device was returned for evaluation. Visual inspection revealed a damaged downstream occlusion (dso) seal and defective latch. Event history log confirmed error code 46822 occurred. Functional testing was able to replicate the reported issue. It was further discovered that the device would not hold patient data. The root cause was determined to be a defective pwa. The pwa was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.